Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Unfortunately, the actual unit involved in the reported incident was not returned to our b. Braun facility, nor the logs were made available. Due to this nothing could be determined without a physical sample therefore the issue reported could not be further investigated or confirmed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: noted with significantly sick pt that when drug infusions of any kind changed with liberal volume to spare for changing lines are still running dry. No air bubbles noted and not newly set up lines being the issue. Giving more volume for change than ever with old baxter pumps.